Event description:
Healthcare professional, through regulatory agency, reported of the left side device: "intracapsular rupture (reason for explantation), modification of device¿s color, capsular contracture (baker grade I : breast¿s shape and suppleness are normal)". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.